Event description:
The device was used during a video assisted thoracic surgery. Reportedly, the handle felt stiff and when fired, the anvil bent and the staples did not form properly. No pt injury was reported.